Event description:
The distal end of the anchor broke off in the humeral head. Additional info from rn coordinator confirms that the anchor was not removed from the pt's shoulder after it broke. A back-up device was used to complete the procedure. The surgeon did not experience a delay. Bone quality of the pt was not provided. Both the site preparation and the technique used are unk. No pt injury was reported.